Event description:
Litigation alleges that patient experienced aches and pin in hip, pain when getting up from a sitting position, pain when ascending or descending stairs, pain when walking downhill, stiffness and difficulty with activities of daily living, and elevated levels of chromium and cobalt. Patient has not yet scheduled a revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.